Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, the pulse generator exhibited backup vvi operation. The battery voltage was noted to be below elective replacement indicator, preventing further troubleshooting. No intervention or additional information was reported.